Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device charged coupled device (ccd) lens was found detached. The image was determined to be foggy due to moisture found on the ccd. Device was placed for repair. Based on evaluation findings root cause of the reported failure likely attributed to users maintenance and or handling issue.

Event description:
It was reported that during preparation for use the device was found with no image, lens was reported to be missing. There was no patient involvement on this event. No user injury reported.